Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation, and the investigation is currently underway.

Event description:
The following was reported via user facility medwatch report: "history of pe and ivc filter thrombus with ivc filter placement, needing to be retrieved. On (B)(6) 2010, using fluoroscopic guidance, the filter was retrieved. The filter was fractured (as suspected by pre-procedural CT on (B)(6) 2010) with leg embolized to the vena cava below the location of the filter. A second similar - appearing filter fragment is in the same area. There was no evidence of caval disruption or extravasation. Follow-up fluoro evaluation on 09/15/2010, show two filter fragments stable in position thought to be outside the vena cava within the right liver and within the crus of the diaphragm. The risk of further migration is considered to be low." The filter was successfully retrieved.